Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope's tip cover was discolored from being burned. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the burn of the distal cover was confirmed and likely occurred due to the high energy and high frequency endo therapy accessories such as the laser, may have been used without maintaining enough distance from the tip of the endoscope. However, a definitive root cause was unable to be specified. The event can be prevented by following the instructions for use which state: it was confirmed that instructions for evis lucera gif/cf/pcf type 260 operation manual chapter 3, ¿preparation and inspection¿ section 3.2, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.